Manufacturer narrative:
The device was received with unexpected battery power loss, low battery alert and had high sleep current, problem isolated to electrical board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was 11.9 mmol/l at the time of the incident. Customer was assisted with troubleshooting but the issue did not resolve. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.